Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned for evaluation.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 error code when connected that resulted in no image on the endoscope. The fault persisted after cleaning the endoscope and base, but the endoscope works on another column. The issue was found during preparation for use on an unknown procedure. The procedure was completed with a similar product. There were no reports of patient harm.